Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/07/2018 an opened box with a representative sample was returned for analysis. The sample with the issue reported was not returned for analysis. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strand and no defects or suture breakage were observed. In addition, the sample was tested by tensile strength and the result is above the minimum individual strength requirement. Per the condition of the representative sample, no performance breakage suture was found and the tested needle/suture combination met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2017 and suture was used. It was reported that the suture breakage during tying the knot occurred. There were no patient consequences. No further information is available.

Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.